Manufacturer narrative:
The root cause of the controller failure alarm was a pud communication issue.

Manufacturer narrative:
The automated impella controller (aic) was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. This report represents the aic. A separate report was submitted for the pump. Refer to section h.10 for the related report number.

Event description:
It was reported that an automated impella controller (aic) generated a controller failure alarm during patient support. A new aic was used to support the patient.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.